Event description:
During a scheduled procedure, the surgeon requested a non-powered echelon 45mm stapler to be opened to the field. The circulating nurse opened the box that was supposed to house a 45mm non-powered echelon stapler to the field. After the surgeon fired the stapler, he noticed that the stapler that he used was in actuality a 60mm stapler. The operating room staff re-examined the container that the stapler came out of and the container and the packaging indicated that the stapler was a 45mm. FDA safety report ID# (B)(4).